Event description:
The customer reported a fluid leak inside the coulter - coulter lh 500 hematology analyzer instrument and the tubes were bloody. Fluid in the needle assembly (bellows) may have the presence of blood, control material and diluent while in operation and cleaner while in shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. On (B)(6) 2012 the field service engineer (fse) found the needle assembly (bellows) overflowing and that pinch valve pv21 actuator sticking. The actuator was replaced. Repair was verified and system validated.

Manufacturer narrative:
The root cause for the leak and the bloody tubes was the actuator attached to pinch valve pv21 (bellows drain) not fully actuating to allow the bellows to completely drain. Bec internal identification number is (B)(4).